Event description:
Expired meniscus arrow was implanted in patient during knee surgery to repair torn meniscus. Up to this date no post-operative complications have been reported referring to this case.